Manufacturer narrative:
Event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-02345. It was reported that the patient was experiencing pain at the incision site. As a result, the system was explanted on (B)(6) 2021.